Manufacturer narrative:
(B)(4). Physical and technical evaluation was performed by a field service engineer (fse). The fse confirmed the reported issue of drifting. The fse replaced the force torque sensor cable, correcting the issue. Subsequent applicative testing had passing results. The serial number was reviewed for any deviations and/or anomalies in the servicing maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing maintenance process contributed to the reported issue. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported during a rosa knee procedure that the arm drifted when it came in for the distal femoral cut, after switching into collaboration mode. The case had a delay of five to ten minutes as there was an attempt to troubleshoot the issue before transitioning to manual instruments. No additional information available for the reported event.